Event description:
Under certain circumstances, when using nicoletone with the nicolet cortical stimulator, it is possible that even though stimulation was delivered through the selected electrodes, the annotation label will incorrectly indicate that the stimulation was delivered via a different electrode. It was not determined until (B)(6) 2011, after a preliminary risk assessment was conducted that this should be a reportable event.